Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: separated guide wire tip. It was reported that the whisper ls was advanced to the lesion. An attempt was made to advance another company's stent delivery system (sds) to the lesion, but was unsuccessful. A double wire technique was used, but the sds was still unable to cross. During removal of the sds, the whisper guide wire and the other company's guide wire became looped at the exit of the guiding catheter. To clear the loop, another company's balloon catheter was delivered, but met resistance with the guide wires and was not able to advance or exit from the guiding catheter. During the resistance, the devices were pushed and pulled, removing the balloon catheter. The other company's guide wire and the whisper guide were removed, but the tip of the whisper guide wire had separated within the guiding catheter. The balloon catheter was again delivered and inflated; retrieving the guide wire tip. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The guide wire was separated at 17.5 cm distal to the proximal end of the coils. The distal end of the separation was not returned. The jacket was jagged at the separation. There were several kinks in the core between the separation and 2 cm proximal to the separation. There was no other damage noted to the guide wire. Returned with the whisper guide wire there were another company's 6f guiding catheter, a balloon catheter, snare and a guide wire. There was no damage noted to the guiding catheter. There were two bends in the balloon catheter, 21 cm and 68 cm distal to the strain relief tubing. There was no blood visible for damage to the snare that would indicate that it had been used. The whisper guide wire was sent to the scanning electronic microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the whisper device core was subjected to excessive bending beyond its design limit causing the tip to detach. This is seen in the sem as bending to the core, as well as the "woody" looking texture at the fracture site, which is typical with overbending of the core. This is the characteristic of the bending failure mode that is being seen with the hyten stainless steel core material used with the whisper device. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending or pushing force (resulting in a bend) was applied. The incident information describes that there was difficulty crossing and the non-abbott guide wire was looped. There was also difficulty crossing the balloon catheter resulting in pushing and pulling the device. It appears that during the described difficulty, the whisper device was over bent, possibly as the result of pushing and pulling the devices. This is consistent with the sem result that the guide wire was overbent resulting in the fracture. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. Additionally, although the other company's snare device was returned, there was no indication that it was used. It was reported in the case description that the separated guide wire tip was retreived using balloon catheter. This MDR is considered closed by the product performance group.